Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 03/15/2016 to claim no audio output on (B)(6) 2016. It was reported that the pediatric patient was using adult receiver.there was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of no audio output cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. However, a root cause for the reported no audio output cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Additionally, the patient's mother stated they caught low in time and gave pt "liquid glucose" (no medical assistance was needed).

Manufacturer narrative:
(B)(4) describe event or problem - additional. Device available for evaluation - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.